Event description:
It was reported that the atrial lead exhibited high impedance; increase in capture thresholds due to exit block and loss of capture. The loss of capture was resolved by increasing the atrial output.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.